Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. The customer was transported and was pronounced dead at the hospital. The caller stated that she found out from a friend that the insulin pump can over-deliver. The paramedics had given the customer bags of glucose to bring up his blood glucose. According to the death certificate, the cause of death is cardiac arrest. The customer had two heart attacks and had high blood pressure. The customer's blood glucose at the time of death was above 160 mg/dl. The customer was wearing the insulin pump at the time of death. He never used the cgm. The insulin pump information could not be verified at the time of the call because the caller stated that the device and the glucose meter were in a safety deposit box in another state. The model number and serial number used on this medwatch report is the information for the last known insulin pump that was issued to the customer. No further information is available at this time.